Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the patient had a xience v stent implanted in 2007, to treat the mid lad. Predilatation was performed prior to stenting. Two months later, the patient experienced symptoms of angina, and was rehospitalized. A diagnostic coronary angiography was performed. Revascularization was completed with a metallic stent on a new lesion in a different vessel (plsa) and it resolved the angina. The following year, the patient expired in another hospital, cause of death is unknown. No additional event or patient information is available.